Manufacturer narrative:
Device records evaluated, no trends identified. This MDR is being submitted based on an internal audit of our MDR process. The case was reevaluated and determined to have been reportable. This report is considered closed unless additional relevant info is received.device records evaluated, no trends identified. This MDR is being submitted based on an internal audit of our MDR process. The case was reevaluated and determined to have been reportable. This report is considered closed unless add'l relevant info is received.